Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose since (B)(6) 2017 with blood glucose of 40, 50, and 62 mg/dl at the time of the incidents. The customer was at 329 mg/dl at the time of the call. The customer was using auto mode on the pump. The customer reported that they had food and glucose tablets to treat the low blood glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. The test has been replaced by the dat test. Pump passed the dat test at 0.08715 inches. No delivery anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label.